Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m2a magnum head. Unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01565. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that patient underwent initial left hip arthroplasty on an unknown date. Subsequently, the patient suffered hip pain and elevated metal ion levels. However, no revision has been reported to date. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 visual inspection found scratching on the inner radius of the cup. The inner radius is also scuffed such that a portion of the finish has become hazy and dull. A piece of the porous coating has chipped away from the outer radius. Sporadic foreign debris was observed on the remainder of the porous coating. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: catalog number:157446 lot number:263600 brand name: m2a magnum head, catalog number:139259 lot number: 070130 brand name: m2a magnum taper insert, catalog number:x180311 lot number:752740 brand name: bi- metric stem.

Event description:
No further event information available at the time of this report.